Manufacturer narrative:
(B)(4). The lot 14g050 was manufactured july 23, 2014 to july 25, 2014. The affected device was received for evaluation against the reported condition. Visual inspection of the device did not identify any abnormalities that could have contributed to the reported condition. The device was filled with approximately 55 ml of fluid in the reservoir. Functional leak testing was performed by manually filling 5 ml of water into the device. As a result, the device was not able to be manually filled with any amount of the 5 ml of water. The device should be able to accommodate up to 60 ml of fluid in its reservoir, but only 55 ml of fluid was able to be filled in its reservoir. The reported condition was verified, though no cause could not be determine with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor could not filled completely. The reporter stated that the device was first filled with desferrioxamine and then the diluent. The expected amount of diluent to be added was 5ml less than expected. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.